Manufacturer narrative:
Section b2: outcomes corrected. Section h1: report type corrected to serious injury. Section h6 clinical code: 4888 - compartment syndrome. Manufacturer¿s investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed thrombus that would have contributed to the reported low flow alarms captured in the submitted log files. The submitted log files captured a sudden decrease in flow to 0 lpm as well as an increase in rotor noise, rotor displacement, and maglev current values from 17:14 to 17:19 on 12jul2024. These events appear consistent with thrombus being ingested into the pump. A system controller exchange was performed, and the low flow event persisted through the rest of the captured data. The device appeared to operate as intended at the set speed for the duration of all log files. The patient¿s pump was exchanged on (B)(6) 2024, and a foreign object was observed to be stuck in the rotor. Upon disassembly of the returned device, examination of the rotor revealed a red tissue-like deposition fully occluding the eye of the rotor and extending through the vanes. The exact origin of this deposition could not be conclusively determined through this evaluation; however, it could have contributed to the low flow alarms captured in the submitted log files due to the occlusion of the blood flow path. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review and contained low flow alarms starting on 12jul2024 at 17:15. The low flow event continued to the rest of the log. The power, flows and pulsatility index pi were trending downwards, indicating some type of obstruction to the pump. The pump was maintaining speeds between the set speed and low speed limit, so it appeared to be operating as intended. Pump log contained rotor noise and rotor displacement increased and correlated in timing with the flow issue. Log files were submitted for review for the backup system controller and low flow alarms continued even after the system controller exchange on 12jul2024 at 19:45 and continued until the end of the log. The log also captured several set speed changes to get the flow going. A pump exchange was completed on 14jul2024. The patient was stable. The explanted pump had a foreign object stuck in the rotor and would be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient had a right leg fasciotomy on (B)(6) 24 related compartment syndrome. This was same leg that impella cp was removed during left ventricular assist device (lvad) pump exchange on (B)(6) 2024. Then several days later on (B)(6) 2024 patient still had issues with perfusion in right leg. The patient returned to surgery for a right above-knee amputation. There were no alarms, lvad equipment operated as intended. Patient was recovering.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.